Event description:
Caller reported that a pump malfunction occurred after the device was dropped from a height of two feet onto a hardwood floor. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was instructed to use a backup insulin pump until the replacement arrived.